Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the panel button not working when they go to a dock position. There was no patient involvement.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that the system dock button is too hard when they need to press and sometimes it does not move imaging system. Rep press the system dock switch and was able to dock each time. Performed this task 10 times without any issue. Performed system checkout without any issue. System is working as per manufacturer's specification. Handover for clinical use. And also, rep found the wear and tear on system dock switch button. If they customer complaint is back recommendation is to replace the pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.